Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Caller alleged imprecision with inratio meter. Results as follows: first test inr = 3.01.3; second test inr =1.1; third test inr=0.9; fourth test inr=0.9. See scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the inratio result was the confidence limits for inr testing. Products will be tested when returned. Inratio precision data provided by end-user lot 070351: first test inr = 3.01.3; second test inr =1.1; third test inr=0.9; fourth test inr=0.9. Mean =1.05 ; sd =0.19; %cv = 18%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.